Event description:
A caller reported a cartridge alarm 20 issue with their pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in attempting to load a new cartridge; however, the alarm recurred, preventing resumption of insulin therapy. With no backup therapy available, the caller was advised to contact their healthcare provider. As the pump was under warranty, technical support arranged for a replacement pump with updated software to be sent to the caller. The caller was instructed on how to place their current pump in storage mode and return it to tandem using the provided shipping materials within 10 days to avoid charges. The caller understood these instructions and acknowledged the need to program settings and connect their cgm to the replacement pump.